Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant procedure, the femoral artery was used for access. No pre-implant balloon dilatation was performed and a non-medtronic guidewire was used (safari). The valve was implanted in the native annulus in cuspal overlap technique following guidance for slow deployment. Prior to withdrawing the valve, the nosecone was centered within the frame inflow by slightly retracting the guidewire. The delivery catheter system (dcs) was no twisted or torqued during deployment. Per the physician, the cause of the dislodgement was due to lack of calcification on the native valve.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e volutfx-26, serial/lot #: (B)(6), ubd: 24-apr-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter procedure involving the medtronic valve, the valve and delivery catheter system (dcs) were advanced to the native annulus over a non-medtronic guidewire. The valve was fully deployed. Subsequently, upon withdrawal of the dcs, it interacted with the valve frame. The valve dislodged and was free-floating in the ascending aorta. The dislodgement was also attributed to a lack of leaflet calcium and a hyperdynamic left ventricle. The dislodged valve was subsequently explanted and replaced with a surgical aortic valve.